Manufacturer narrative:
Date of event was reported as 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that there was a change in therapy, loss of therapy. The patient felt stimulation but it was not addressing the pain. This occurred daily. There were no falls or traumas reported that could be related to this issue. The patient was in pain and was suffering. The pain was all over the body, in leg. The patient could not move her leg, reason for implant. Additional information received on (B)(6) 2016 from the consumer reported that the patient was experiencing a loss of therapy and the patient was having a lot of pain / higher pain. The patient requested a meeting to have the ins checked or programmed to assist with the current pain and current situation. If additional information is received, the file will be updated. Follow up information received on (B)(6)2016 from the patient reported that the device did not work and was causing them "so much pain" (I can"t stand it"). The patient also reported that they cannot move their legs and had too much pain. The wanted it removed urgently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.